Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr 23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted and therefore no product evaluation has been performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: death, dissection, perforation, or rupture of the aortic vessel and/or surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on may 15, 2025 from the imedidata database: on (B)(6) 2025, a patient underwent an emergent endovascular treatment for a thoracoabdominal type b dissection (distal to left subclavian artery). The patient was treated with a gore® tag® thoracic branch endoprosthesis. The gore® device was successfully navigated to the intended location and successfully deployed, with the proximal landing zone in zone 2 and distal landing zone in zone 4. The site was accessed percutaneously. On (B)(6) 2025, it was noted the patient had a retrograde type a dissection. This new aortic dissection was adjacent to the proximal end of the device. Treatment was noted to be subxiphoid generation of pericardium. The patient passed away on the same day.